Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and error 1119 was replicated and could be confirmed as having occurred via the field error logs. The usm was tested on an in-house system in normal mode and trigged error 1119 pointing to the axes controller motor (acm) fan. The usm passed all tests that were performed except for the fan test. The acm was found to have a large amount of dust build-up on the fan. The technician cleaned the acm fan and retested the usm. After retesting the usm, the fan test passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced the universal surgical manipulator (usm) on the patient side cart (psc). The system was fully functional as the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, issues with instruments engaging on arm 1. Technical service engineer (tse) reviewed the logs and found several engagement issues on arm 1 only. The customer stated that they reseated the sterile adapter and tried two different instruments, but the issue persisted. Tse recommended to replace the drape due to possible bad sterile adapter; however, the customer called back and reported that they replaced the instrument on arm 1 but the issue remained. After the case was completed, they re-draped the arm and tried a brand-new instrument, but the issue still remained. Tse viewed system logs and saw 282/31010 engagement issues on arm 1. The procedure was completed as planned with no reported injury.